Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy procedure. For the fifth firing, at the anastomosis of the esophagus and jejunum, fully closed the jaws of the reload. However, the green buttons did not illuminate. There was no patient harm. The status of the patient is reported as no problem.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy procedure. For the fifth firing, at the anastomosis of the esophagus and jejunum, fully closed the jaws of the reload. However, the green buttons did not illuminate. Replaced by anew reload and the firing was completed with no problem. There was no patient harm. The status of the patient is reported as no problem.